Event description:
Caller reported a malfunction with the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.